Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device plates (paddles) that are not fixed properly. There was no report of patient involvement.